Event description:
While rounding on post-surgical tonsillectomy and adenoidectomy pt, physician noted a 1-2mm burn-like reddened area at the right corner of the patient's mouth where the suction cautery was.what was the original intended procedure?t&a.device #1is this a laboratory device or laboratory test?no.